Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support. Amo's clinical development manager (cdm) contacted the customer on (B)(4) 2013 to follow-up on reported dlk. Customer stated they treated on (B)(6) 2013. No other dlk reported. Customer commented that they have switched steroid eye drops from durazol to lotemax 4x/d recently (within last 2-3 months) and testing lotemax until (B)(6) 2013. Cdm informed customer possibly using a stronger steroid eye drop such as pred forte 1% to help reduce occurrences of dlk.

Event description:
Customer reported 2 cases of diffuse lamellar keratitis (dlk). Patient had stage 1 dlk on both eyes (ou). Customer increased lotemax eye drops from 4x/day to 8x/day on both patients. Dlk was resolved on both patients on (B)(6) 2013. Patient''s best corrected visual acuity (bcva) was 20/15 ou. No loss in vision.